Event description:
It was reported that the closure device was implanted in the left inferior pulmonary vein (lipv) and vessel occlusion occurred. A left atrial appendage (laa) closure procedure was performed under intracardiac echocardiography (ice) guidance, and a 24mm watchman flx laa closure device was implanted. The patient was discharged home one day post procedure. Fifty six (56) days post index procedure, the patient was admitted to the emergency room with symptoms of dyspnea and hemoptysis. A computed tomography (CT) scan was performed, which showed the closure device was implanted in the lipv instead of the laa. An occlusion of the lipv was then observed. No thrombus was observed in the left atrium or left ventricle. A small pleural effusion was also seen at the inferior base left lobe. The patient was discharged one day after they were stabilized.

Manufacturer narrative:
B5: describe event or problem - updated with new information. B7: other relevant history - updated with laa morphology. E1: initial reporter last name: updated with new physician.

Event description:
It was reported that the closure device was implanted in the left inferior pulmonary vein (lipv) and vessel occlusion occurred. A left atrial appendage (laa) closure procedure was performed under intracardiac echocardiography (ice) guidance, and a 24mm watchman flx laa closure device was implanted. The patient was discharged home one day post procedure. Fifty six (56) days post index procedure, the patient was admitted to the emergency room with symptoms of dyspnea and hemoptysis. A computed tomography (CT) scan was performed, which showed the closure device was implanted in the lipv instead of the laa. An occlusion of the lipv was then observed. No thrombus was observed in the left atrium or left ventricle. A small pleural effusion was also seen at the inferior base left lobe. The patient was discharged one day after they were stabilized. It was further reported that the closure device will be attempted to be removed on (B)(6) 2022.

Event description:
It was reported that the closure device was implanted in the left inferior pulmonary vein (lipv) and vessel occlusion occurred. A left atrial appendage (laa) closure procedure was performed under intracardiac echocardiography (ice) guidance, and a 24mm watchman flx laa closure device was implanted. The patient was discharged home one day post procedure. Fifty six (56) days post index procedure, the patient was admitted to the emergency room with symptoms of dyspnea and hemoptysis. A computed tomography (CT) scan was performed, which showed the closure device was implanted in the lipv instead of the laa. An occlusion of the lipv was then observed. No thrombus was observed in the left atrium or left ventricle. A small pleural effusion was also seen at the inferior base left lobe. The patient was discharged one day after they were stabilized. It was further reported that the closure device will be attempted to be removed on (B)(6) 2022. It was further reported that the explant procedure was not performed as the patient was doing well on (B)(6) 2022. No percutaneous explant was considered after follow up on (B)(6) 2022.